Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On sunday, (B)(6) 2025, the patient was admitted to (B)(6) for a two-day hospitalization due to diabetic ketoacidosis (dka). Prior to admission the op5 pdm (personal diabetes manager) had given 3 system errors. The patient managed persistent hyperglycemia with insulin pens. Reported glucose peaked at 28.2 mmol/l (507.6 mg/dl), with ketones at 6.3 mmol/l. Symptoms included dehydration, frequent urination, and a seizure. The pod was worn on the left arm. In hospital, treatment included IV insulin, potassium, and fluids. The patient was discharged after two days once stabilized.

Manufacturer narrative:
The case description states that the user reported receiving three system errors. The physical controller was not received for investigation. Android log files were uploaded from the controller to the cloud system and downloaded for investigation. Inspection of the android log files confirmed several system alarms were generated, all with error code 50-18822-04051-006. The engineering logs indicate that each system alarm was generated due to an aberrant transition of the cgm state. The exact cause of this aberrant transition could not be conclusively determined.